Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes intermitten t ventricular pacing was observed during ECG monitoring.